Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained technician attempted arteriotomy closure of the right femoral artery using the proglide device after a diagnostic procedure. Reportedly, the physician successfully completed steps one, advancing the device and deploying the foot and step two, deploying the needles, but was unable to complete step three, disengage the needles, experiencing a cuff miss. Hemostasis was achieved with a second proglide device. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.